Event description:
Consumer reports very inaccurate readings when using their plink meter and comparing to their other meter. Analysis run on clark error grid using competitive reading (176) as ref. Points vs. Bd readings (564) yielded data points in the c range of the grid, outside of acceptable limits.